Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had issues with loading cartridges. There was no reported impact to the customer's blood glucose level. Tandem technical support made multiple attempts to follow-up with the customer, however no further information provided.